Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for over 35 months and 13 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The current consumption of the electronic module was directly measured and was confirmed to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an elevated internal self-depletion within the battery was identified, which led to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - device interrogation in (B)(6) 2016 showed 81% atrial pacing and 2% ventricular pacing with no ICD therapy. The battery voltage was 62%. Last follow up of (B)(6) 2017 showed 80% ap with few vp and no ICD therapy. The battery voltage is now at eri. The patient received one appropriate and successful shock in (B)(6) 2015. Atrial and ventricular leads have stable sense and threshold (0.5 v / 0.4 ms and 0.6 v / 0.4 ms respectively). Programmed output values for both leads are 2.5 v / 0.4 ms. Atrial lead impedance value is around 494 ohm, ventricular lead impedance value is around 600 ohm. The ICD was explanted. No adverse patient events have been reported.